Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the image disappeared during angulation in the up/down direction due to damage to the charged coupled device unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite bronchovideoscope had a black screen when using angulation. The issue was found during a diagnostic bronchoscopy, the procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickered/blacked out during angulation due to a worn image sensor unit. However, a definitive root cause could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.